Event description:
During examiantion of the CT film prior to the scheduled procedure, a very large accessory renal artery was noted that had previously not been recognized. The accessory renal appeared responsible for a large supply of blood flow to the renal artery. A decision was then made to change the proximal landing zone of the main body graft and deploy the suprarenal stent approximately 5 millimeters lower. The aorta was characterized by a very narrow distal portion, but the contralateral limb opened as designed. The planned contralateral leg graft was exchanged for an iliac leg extension in order to maintain the patency of the left internal iliac artery. Placement of the contralateral leg extensions noted a good seal in the vessel at the fixation site above the internal iliac artery. Due to the surrounding circumatances regarding the available length in the right iliac artery, it was determined that in order to achieve a seal of the vessel, the right internal iliac artery would have to be sacrificed. Other alternative measures were considered, but a secure seal of the vessel did not appear attainable in these cases. Ipsilateral leg graft was deployed, landing in the external iliac artery achieving a successful exclusion of the aneurysm. No endoleaks were noted during the post angiogram.